Event description:
A malfunction alarm was reported with the code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions for continued monitoring. The customer continued to use the pump for insulin therapy.